Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that act button act like fussy and unexpected no delivery alarm was found in insulin pump. Blood glucose was unknown. Customer also reported that insulin pump case was chipped. The insulin pump will not be returned for analysis.